Manufacturer narrative:
Device evalauted by MFR.: returned device consisted of a nc emerge balloon catheter. The balloon was tightly folded, and there was blood in the inner shaft. Analysis of the tip, balloon, markerbands, inner/outer shaft, hypotube, and hub, included microscopic and visual inspection. Inspection revealed a burst in the balloon material that was 9mm from the tip and 3mm in length. Inspection of the device found no other damage or defects. The hub of the device was attached to an inflation device (filled with water), and the nc emerge balloon could only partially inflate and leaked water out from the balloon material.

Event description:
Reportable based on device analysis completed on 18-aug-2020. It was reported that balloon leak occurred. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, on initial inflation, it was noted that the balloon would not maintain pressure, and a small amount of contrast was escaping from it. There were no patient complications nor injuries reported. However, returned device analysis revealed a rupture in the balloon material.